Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Single access technique was attempted with 7 french companion sheath. The reposition sheath was inside of 14 french sheath when the initial single access was attempted. The hemostatic valve cracked and caused bleeding. The peel away sheath was removed and the repositioning sheath was advanced with perclose tightened around the repo sheath. Hemostasis was achieved. The patient survived the surgery.

Manufacturer narrative:
The investigation of introducer damage - mechanical has been completed. No product was returned and logs are not applicable. The user inserted the repositioning sheath inside the 14fr peel-away sheath when the initial single access was attempted. The hemostatic valve cracked and caused bleeding. The root cause of the introducer damage was most likely use-related since the repositioning sheath should not be inserted into the 14fr peel-away sheath. The part number was updated to the 14fr introducer (0052-3046) since the hemostatic valve of the 14fr peel-away introducer was damaged. D1 revised brand name and product code since the initial manufacturer device report number 1220648-2025-27378 was submitted in accordance with updated procedures. D2 revised common device name since the initial manufacturer device report number 1220648-2025-27378 was submitted in accordance with updated procedures. D4 revised model number, catalog number, and lot number since the initial manufacturer device report number 1220648-2025-27378 was submitted in accordance with updated procedures. Serial number, expiration and unique identifier (UDI) # should of been reflected as blank on the initial manufacturer device report number. D10 added pump information since the initial manufacturer device report number was submitted in accordance with updated procedures. H6 revised component code since the initial manufacturer device report number 1220648-2025-27378 was submitted in accordance with updated procedures. Since the initial manufacturer device report number 1220648-2025-27378 was submitted in accordance with updated procedures.